Event description:
The digital stryker prophecy team received a CT scan indicating that the patient gets a stress fracture and implant loosening following stress fracture. The patient will be undergoing a revision procedure.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed based on available medical records and professional healthcare expert¿s assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the CT-scan confirms tibial tray implant subsidence/loosening due to poor bone quality and stress fracture. Indication for revision is tibial tray implant subsidence/loosening due to poor bone quality.¿ based on investigation, the root cause was attributed most likely to a patient related issue. The failure was caused by cavities adjacent to the tibial component and poor bone stock causing instability of device resulting in subsidence if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient gets a stress fracture and implant loosening following stress fracture. The patient will be undergoing a revision procedure.